Event description:
Dealer is stating that the seat upholstery was ripped and the screws that attached the seat were stripped.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.